Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer a patient underwent gemcitabine therapy on (B)(6) 2024 at 1028 hours, running at a rate of 600 milliliters (ml) an hour (ml/hr) with a volume to be infused (vtbi) of 330ml. Therapy was expected to complete within 30 minutes. However, upon checking physically at 1100hrs, more than half of the bottle content remained. User subsequently changed the pump to finish the therapy. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400650379. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files from (B)(6) 2024 were analyzed. A space line was selected and the infusion started with a rate of 600ml/h and a volume of 330ml at 10:28am. The infusion was stopped at 10:57am: at this time, 270,58ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.